Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, this is a reusable device therefore there is no expiration date.. (B)(4): gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia dilation in the esophagus. According to the complaint, during the procedure, the balloon was overinflated because the monometer was reading inaccurately and underestimated the pressure; which created a perforation in the esophagus. The dilatation was completed with another manometer and the patient was then taken to surgery to resolve the perforation. It was confirmed that there was no malfunction with the balloon. Attempts to obtain additional patient and procedure information, including the patient's condition post-surgery, have been unsuccessful. It was reported the physician cannot provide any further details regarding the event. However, if any further relevant information is received, a supplemental MDR will be filed.